Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's biphasic to therapy pcb flex cable to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device. Physio-control performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that the device usage may have contributed to the patient outcome. The following was observed: ¿a review of the code-stat data shows the ECG data that was obtained via paddles lead was either intermittent or illegible to discern the patient¿s heart rhythm.¿

Event description:
The customer contacted physio-control to report that their device would not display paddles ECG while using quick-combo electrodes during a cardiac arrest call. Medical personnel at the receiving facility used a second device and successfully delivered a shock to the patient. The patient, a (B)(6) male, did not survive the event.

Event description:
The customer contacted physio-control to report that their device would not display paddles ECG while using quick-combo. Electrodes during a cardiac arrest call. Medical personnel at the receiving facility used a second device and successfully delivered a shock to the patient. The patient, a 43 year-old male, did not survive the event.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Manufacturer narrative:
Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "(B)(6) 2018".

Event description:
The customer contacted physio-control to report that their device would not display paddles ECG while using quick-combo electrodes during a cardiac arrest call. Medical personnel at the receiving facility used a second device and successfully delivered a shock to the patient. The patient, a 43 year-old male, did not survive the event.